Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. The customer was unable to provide a blood glucose (bg) level at the time of the report, but reported a bg level of 56 mg/dl earlier in the day. The customer stated health care provider would be contacted to obtain an alternate method of insulin therapy.